Manufacturer narrative:
An event of leaflet tear, acute heart failure, valve degeneration and severe aortic insufficiency were reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2018, a 23mm trifecta valve was implanted. On (B)(6) 2021, the patient presented to the hospital with acute heart failure and valve degeneration with right antero sigmoid prolapse and severe aortic insufficiency was observed. On (B)(6) 2021, thrombectomy was performed, however the location of the thrombus was unknown. On (B)(6) 2021, the trifecta valve was explanted and a non-abbott valve was successfully implanted. Upon explant, a leaflet tear was observed. The patient was reported to be in stable condition.

Manufacturer narrative:
Explant was reported due to aortic insufficiency, heart failure, and valve degeneration. Upon explant a leaflet tear was noted. The investigation confirmed that a leaflet was torn, as leaflet 2 was torn. There was inflow pannus on leaflet 1.no inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies during functional inspection. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site. The cause of the leaflet tear could not be conclusively determined.